Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of therapy and the patient had been in pain for about 3 days at the time of the report. 2-3 days prior to the report the patient programmer was not working. The patient was getting a recharge implantable neurostimulator screen on the patient programmer. The patient was able to communicate with the implantable neurostimulator recharger and had 6-8 coupling bars. The patient reported that her previous implantable neurostimulator only lasted a short time so that is why the health care provider implanted a rechargeable implantable neurostimulator. The patient was very distraught at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.